Manufacturer narrative:
Suspect device UDI inadvertently left out of initial MDR. UDI: (B)(4).

Event description:
It was reported on (B)(6) 2015 that this patient has mild vocal cord paralysis after surgery. The patient recently had his first dosing appointment after surgery on (B)(6) 2015. The device was activated without issue. It was reported that the patient has a shunt and because of this the patient's vns surgery took a little longer and the surgeon thinks that this is why the left vocal cord was slightly damaged causing mild vocal cord paralysis. The issue is ongoing and characterized by a squeaky time and he is having speech therapy because of it.